Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown.

Event description:
The customer reported that the touchscreen will not calibrate, locks up and the device cannot be shut off. The device context of use at the time the problem was observed is unknown; however, no patient harm was noted. The customer spoke with a philips remote service engineer (rse). During the touchscreen calibration, it was stating a bad touch on the 3rd choice. The customer also had a hard time turning off the unit; it instructed him to disconnect all the power, ac and battery. The unit will alarm, then the customer needed to hold down the on/off button for over 5 seconds, and then the device shut down. The rse advised the customer to replace the touchscreen. Further information is pending.